Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: at the second firing of bullae resection of lung, the surgeon articulated the jaws and started the firing, however crack sounds were heard a few times. The device were discarded by the customer, due to infection. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first handle, the surgeon articulated the jaws and started the firing to pulmonary parenchyma, crack sounds were heard a few times, however the firing was completed. The second handle, the surgeon articulated the jaws and started the firing to pulmonary parenchyma , crack sounds were heard at cross point of the staples however the firing was completed. The surgeon exchanged to the new handle and the procedure was continued. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: at the second firing of bullae resection of lung, the surgeon articulated the jaws and started the firing, however crack sounds were heard a few times. Replaced by a new device, and the firing was completed. The device were discarded by the customer, due to infection. No patient injury.